Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
No blood glucose levels reported. It was reported that the insulin pump alarmed the customer. The history of the insulin pump was checked and it showed three auto off alarms that occurred three times every two hours. The customer was assisted in changing the settings of the insulin pump. The customer had no idea when the auto off alarm feature on the insulin pump was set. The customer was advised to monitor the insulin pump. No additional information was provided.